Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The events of swelling, redness, flu symptoms, nodule and elastic plaques are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects: the pt must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area. Pts must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment. The distributor and/or MFR must be informed about any other undesirable side effects linked to juvederm voluma with lidocaine injection.

Event description:
Healthcare professional reported five days after injection in the "l + r; right orbital cheek and nlf" with unspecified juvederm voluma the pt developed "flu symptoms, erythema and edema on the right side of the face and elastic plaques and a noduli (possible subcutaneous granuloma, yet not confirmed by the healthcare professional) in the right orbital cheek and nlf". Pt was treated with augmentin and prednisone. The reported swelling and "flu symptoms" reoccur every 2 weeks. Symptoms are ongoing.